Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported experiencing symptoms ¿consistent with dka¿ which included nausea and confusion. The patient¿s cgm was reading 250 mg/dl while the bg meter was reading 546 mg/dl. The patient went to the ER for evaluation. At the emergency room, the patient¿s cgm was reading 247 mg/dl while the bg meter reading was reading 340 mg/dl. The patient was treated with IV fluids and insulin via her omnipod insulin pump. The patient was discharged home later the same day. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.